Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the patient suffered a vascular complication. The ez steer thermocool sf navigational catheter was inserted in the rfa and then went into the left iliac where it dissected. The physician gained access in the lfa and was able to snare the catheter by cutting the tip off and pulling it out through the lfa and the rest of the catheter via the rfa. The patient was stable at the end of the procedure. Additional clarification was requested but no additional information has been received.

Manufacturer narrative:
Upon request, clarification was received that the patient would be hospitalized longer than expected and the physician thought the patient's health condition could have contributed to the dissection. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the patient suffered a vascular complication. The ez steer thermocool sf navigational catheter was inserted in the rfa and then went into the left iliac where it dissected. The physician gained access in the lfa and was able to snare the catheter by cutting the tip off and pulling it out through the lfa and the rest of the catheter via the rfa. The patient was stable at the end of the procedure. Upon request, clarification was received that the patient would be hospitalized longer than expected and the physician thought the patient's health condition could have contributed to the dissection. The returned device was visually inspected upon receipt and the catheter was cut about 57.7 cm from the client tip, as stated by the customer. Due to the returned condition of the catheter, no further testing could be performed. Only the outer diameter could be measured and catheter was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage catheters from leaving the facility. The customer complaint cannot be confirmed since the catheter was received cut off.

Manufacturer narrative:
Concomitant products: acunav catheter: mfg #: unknown, lot #:10135936; webster 8 pole w/ auto ID catheter: mfg #:d-1079-261-s, lot #15998212m; carto 3 system: model #:m-4800-01, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4); coolflow pump: mfg #: unknown, serial #:(B)(4). (B)(4).